Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described as red with skin peeling. There was no alleged device malfunction contributing to the irritation. The patient's doctor reported an ointment would be applied to the irritation. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a japanese patient developed a skin irritation. The irritation was described as red with skin peeling. There was no alleged device malfunction contributing to the irritation. The patient's doctor reported an ointment would be applied to the irritation. Follow up indicated the irritation improved. Supplemental report 9/8/report2021: submitting to correct section g4.